Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection of the patient line to the transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain two of six of peritoneal dialysis therapy. The patient stated that when they woke up, the patient line of the cassette had become disconnected from the transfer set. The technical service representative (tsr) instructed to close the clamps and cycle the power on the machine to clear the alarm. The tsr assisted in ending the therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.